Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced the safety mechanism detaching. The following information was provided by the initial reporter. The customer stated: it was reported that when you went to place safety on the needle, the pink cap fell off and your gloved thumb felt an impact but no puncture or exposure experienced. - "when you went to place safety on the needle, the pink cap fell off and your gloved thumb felt an impact but no puncture or exposure experienced."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/20/2021. H.6. Investigation: bd received 3 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#1465371. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced the safety mechanism detaching. The following information was provided by the initial reporter. The customer stated: it was reported that when you went to place safety on the needle, the pink cap fell off and your gloved thumb felt an impact but no puncture or exposure experienced. - "when you went to place safety on the needle, the pink cap fell off and your gloved thumb felt an impact but no puncture or exposure experienced."